Manufacturer narrative:
Date of event was reported as towards the end of the month ((B)(6) 2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that it was taking longer to charge the ins. The issue started towards the end of the month of (B)(6) 2017. The patient stated that once they adjusts it, they had good coupling. The patient also noted that they recharged every 1-3 days depending on ¿when she remembers¿. It was recommended that they provide an update once they get their replacement recharger antenna and for possible troubleshooting. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that they had not yet notified their managing physician about taking longer to charge their implanted device. Patient noted that the replacement recharger antenna resolved the issue, however the cause for taking longer to charge the implant remains unknown. No further steps were taken to resolve the issue. Patient reported that the issue was not resolved, further stating it seemed to be working now than before. No further patient complications were reported/ anticipated as a result of this event.